Event description:
It was reported that the pump exhibited an occlusion alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed a broken left plunger case, damaged right case, a chipped top case, and a cracked bottom case. The tamper seal was broken. The event history log (eh) showed occlusion errors. A flow test and force calibration were performed, and the reported issue was duplicated. The force sensor would not calibrate, and that left plunger case was broken. The force sensor cable was damage, along with the left plunger case. As a result, the top case and bottom case were replaced and the pump was cleaned, greased, and calibrated. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown.